Event description:
The stimulation stopped suddenly on four occasions in the past. It also happened the night prior when the battery was 75% charged. The patient was concerned that she had charged to full the day prior and it had gone down to 25% the next day. She typically charged once per week. There were no falls or trauma and no emi exposure. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).